Event description:
It was reported by hvt sales representative michael rafferty that a 6900p, size 29 mm was explanted after a 45 month implant duration due to severe stenosis. Device is available and will be returned along with operative reports by michael rafferty. No additional information is available at this time.

Manufacturer narrative:
Device evaluation: "heavy calcification is detected in the cusp area of leaflets 1 and 2, moderate in the cusp area of leaflet 3. Minimal calcification is detected in the free margins of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 4mm. Thin minimal layer of host tissue is detected at leaflet 1 at the inflow aspect. Host tissue overgrowth is moderate at the stent inflow. The x-ray demonstrates calcification." This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information. Operative report received on 06/19/09 indicates valve was explanted, due to mitral valve stenosis and calcification. Device was returned for evaluation.